Event description:
It was reported that the patient presented for an implant procedure. During initial implant, the ventricular lead dislodged from the right ventricular (rv) apex after being positioned. The lead also exhibited failure to capture and high pacing impedance. The lead was attempted to be re-positioned but the helix would not extend. The physician elected to not used the lead, and a new one was implanted to complete the procedure. The patient remained stable throughout the procedure.

Manufacturer narrative:
The reported events were lead dislodgement, helix mechanism issue, failure to capture and high pacing impedance. As received, a complete lead was returned. The reported event of helix mechanism issue was confirmed. Visual examination of the lead found the helix was extended and clogged with blood/tissue. X-ray examination of the lead found the inner coil in the connector region was over torqued consistent with procedural damage. After cutting the lead, cleaning the distal portion and applying torque directly to the inner coil, the helix was able to retract and extend. The measured helix extension length was within specification. The cause of the reported event of helix mechanism issue was isolated to the helix being clogged with blood/tissue and over torqued inner coil in the connector region . The reported events of failure to capture and high pacing impedance were not confirmed. Visual and x-ray examination of the lead did not find any anomalies except for procedural damage. Electrical testing of the lead did not find any indication of conductor fractures or internal shorts.